Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lump is a physiological complication and analysis of the device generally does not assist (B)(4) in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the chin and juvéderm volbella with lidocaine in the tear troughs. Patient developed a lump as if there is filler trapped in the skin tissue that has remained 1.5 years after the injection. This is the same event and the same patient reported under MDR ID #3005113652-2018-01490 (B)(4). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by (B)(4).